Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer was in hospital due to hyperglycemia as well as diabetic ketoacidosis on june 12, 2020 at 9.53 am with blood glucose value of over 400 mg/dl. The customer blood glucose level was 480 mg/dl at the time of hospitalized. The customer was treated with insulin drip. Customer was not using the insulin pump, but wanted to troubleshoot the meter as they feel that it was giving them inaccurate readings. The insulin pump will not be returned for analysis.